Event description:
It was reported that the 2.5 x 12 mm trek balloon catheter could not be prepped. While applying negative pressure, air bubbles kept pulling in. The device was not used. There was no significant delay in procedure. A new balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek rx dilatation catheter noted no blood or contrast visible. The balloon was tightly folded. There were several bends in the full length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported leak. A new syringe filled with water was used to pull negative and there were many air bubbles entering the syringe, confirming the reported leak. A new indeflator filled with water was used to pressurize the balloon catheter and water leaked out of two longitudinal tears in the outer member 2.3 cm distal to the guide wire exit notch. The tears were 3 mm in length and parallel to each other. The outer member was slightly crushed in the same area as the tears. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guiding catheter and/or lesion/anatomy. In this case, it is possible the shaft was inadvertently handled at the account during preparation however this could not be confirmed. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no other incidents. Based on this investigation, there is no indication of a product quality deficiency. All products are visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release.